Event description:
Customer alleged the rh intermediate siderail was not latching. Found the rh intermediate siderail latch arm was stuck and not moving due sticky substance that had seeped into the latching mechanism. Cleaned latching mechanism and tested functions. Passed. Checked other siderail latching mechanisms and found no further contaminated siderail mechanisms. No patients or staff were adversely impacted by this contaminated mechanism.